Manufacturer narrative:
Additional information: b3 and b5. B5: upon follow up, this event was clarified. The fentanyl bag (20ml/hour with a volume to be infused of 90ml) was due to be changed; however, the bag was observed to be full. The pump read 9ml remained in the bag. The fentanyl bag was drained, and the volume was measured. The measurement clarified the patient only received 25ml out of the entire bag. This patient was an acute respiratory distress syndrome (ards) protocol. The patient had maxed out on fentanyl/propofol, and currently on nimbex ¿due to the severity of their need for respiratory support and synchronization with the ventilator.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Multiple attempts to obtain additional information have been made; however, no further information was able to be acquired. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a ¿blood event¿ when a novum pump under infused. After the clinician noted the pump was completed, an ¿additional 300ml¿ had to be added to the pump to be infused. The pump was changed out and the infusion ran without further incident. There was a ¿delay in discharge¿. No further information was available at the time of this report.